Event description:
It was reported following implant procedure that the right ventricular lead displayed a sudden drop in sensing. Dislodgment was suspected. The rv lead was replaced due to the helix being damaged. Patient status was not provided.